Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited high thresholds and intermittent loss of capture. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
New information was received stating that this lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited high thresholds and intermittent loss of capture. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.